Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13786. The patient reported she had not experienced adequate pain relief and would like the system explanted. Surgical intervention maybe taken at a later date to address the issue.